Event description:
The physician used a cook endoscopy percutaneous endoscopic gastrostomy jejunal feeding tube. During placement of the feeding tube, the proximal end of the wire guide (instead of the floppy tip end) was advanced into the patient and caused minor bleeding. When additional information was requested from the physician, the location of the minor bleeding was reported to be in the patient's esophagus. Nothing had to be retrieved from the patient. No additional medical procedures were required due to this occurrence. The patient did not experience any adverse effects due to this observation. Due to the date of this occurrence, further information regarding this event could not be provided by the initial reporter.

Manufacturer narrative:
Evaluation: we were unable to confirm the report as it was described, because the affected product was not returned to cook endoscopy for evaluation. We were unable to conduct a review of the device history record of conduct a sample test from this lot because the lot number was unable to be provided. After a review of the account order history, the lot number was unable to be determined. A review of the twelve month complaint history for this product family was conducted. This report represents an unusual occurrence. Based on this review, the likelihood of this type of occurrence is rare. Conclusions: the following is a brief description of how this feeding tube is intended to be placed and how the wire guide is used, as described in the instructions for use: the gastro-jejunal feeding tube (peg-j) is placed through an existing percutaneous endoscopic gastrostomy tube (peg) that has already been placed through the stomach to provide enteral nutrition. For placement of the peg-j tube, an endoscope is advanced through the mouth, esophagus and into the stomach. Forceps are advanced through the endoscope accessory channel and through the peg tube until the forceps exit the peg tube externally. At this time, the forceps are used to grasp the floppy tip end of the wire guide. The wire guide and forceps are pulled together through the peg tube and into the stomach. The wire guide and forceps are advanced together through the pylorus and into the third portion of the duodenum. The peg-j tub eis then advanced over the wire guide and through the peg tube until it reaches the duodenum and separates the forceps from the wire guide. The forceps are removed from the endoscope and the endoscope is removed from the patient. The wire guide is then removed from the peg-j tube and placement is complete. We were unable to conduct a full investigation of this report because the device was not returned for evaluation. The information provided indicated the proximal end of the wire guide (not the floppy tip end) was advanced into the patient during placement of this feeding tube. This could be related to the reported observation of minor bleeding. However, the location of the of the minor bleeding was reported to be in the esophagus when additional information was requested from the physician. Because, the wire guide is not intended to enter the esophagus during peg-j tube placement, we are unsure if the minor bleeding occurred as a direct result of inserting the proximal end of the wire guide (not the floppy tip end) into the patient during feeding tubed placement. As stated above in the brief description of tube placement, the instructions for use instruct the user specifically to grasp the floppy tip end of the wire guide with forceps. The potential complications are listed in the instructions for use for this product line and include esophageal injury. Prior to distribution, all peg jejunal feeding tube sets are subject to a visual inspection. Corrective actions: no corrective action warranted at this time, because this report was unable to be verified. This observation represents an unusual occurrence. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.